Manufacturer narrative:
The doctor reported that restorations that had been seated using nx3 had fallen off and were accidentally swallowed by the patient. The veneers passed naturally and new veneers were recemented without incident. The patient is doing fine. The actual product involved in this incident was returned to kerr corporation for evaluation. The results indicated that the product was within specifications.

Event description:
On january 19, 2010, a doctor reported that veneers that were seated using nx3 cement had fallen off in a patient and were accidentally swallowed by the patient.